Event description:
Prior to a lumbar radiofrequency ablation, the generator would not power on and the procedure was cancelled. The generator was reconnected with no resolution. The patient was on the table during this time and the procedure had to be rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The reported startup issue was confirmed. The returned generator could not be powered on. The 1 amp fuse situated in the mains input assembly was found to be blown. The fuse was replaced and the unit functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported startup issue and subsequent procedure cancellation was due to a blown power entry module fuse.